Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results on the advantage system of 83 mg/dl when testing was performed at 18:00 and pt stated feeling tired with a headache. Reporter stated pt oepened a new box of the same test strips and obtained results on the same advantage system of 386 mg/dl at 18:52, 385 mg/dl at 19:26, 377 mg/dl at 19:38, and 337 mg/dl at 20:10 mg/dl. Reporter indicated pt then went to sleep shortly afterwards and took no actions based on the reading. Pt was then reported to have passed out sometime afterwards, and was treated with a dextrose IV by the paramedics based on their meter result of 14 mg/dl which was obtained at 21:50. Customer stated when running quality control testing on the systems test strips, the values were outside the acceptable ranges. No other actions were taken or treatment received based on the system. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter serial # is unk, and comfort curve test strip lot of 548900 with an expiration date of 3/31/07.